Event description:
It was reported that the poly would not lock into the tibia. A backup device was available to complete the procedure with no delay or patient injuries.

Manufacturer narrative:
The associated complaint devices were not returned. A review of the production documentation for the corresponding products did not reveal any deviation from the standard manufacturing processes. A review of complaint history for the listed parts revealed no prior complaints for the listed batches. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. We consider this investigation closed.